Event description:
Daughter was required to wear a mask during a dance competition. Dancing is a strenuous cardio workout. Wearing a mask resulted in restricted air flow, limited breathing capacity and resulted in her becoming lightheaded, dizzy and nauseous. FDA safety report ID # (B)(4).